Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The father of a customer reported via phone call of being hospitalized for high blood glucose of over 600 mg/dl. Customer indicated that the pump also alarmed button error. Troubleshooting found that the batteries were changed but the alarms could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Customer declined high blood glucose troubleshooting.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces.no button error alarms noted. All operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, a21 error test and displacement test. The insulin pump had cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratched display window and missing the end cap sticker.